Event description:
The patient was transfer with maxi twin passive floor lift and sling (maa4000m-xxl, serial number (B)(6)). During the transfer the sling left clip detached and patient fell out of the device. The caregivers were lifted one thigh of the patient when positioning above the bed at the time when the event occured. Head injury confirmed and hospitalization of the patient after the event.